Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion set does not release from the insertion device properly. It was alleged that after triggering the linkassist device, the infusion set sits crooked and therefore leaks. No adverse event was reported. The infusion set was requested to be returned for product evaluation.